Event description:
The facility representative reported a colleague infusion pump with a 810:15 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 7.01.00.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during review of the event history log. The assignable cause was a faulty pump head module (phm). The phm was replaced to correct the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed the device has not been sent into service before, therefore there were no previous service events. Should additional information become available, a follow-up medwatch will be submitted for peer review.

Manufacturer narrative:
(B)(4). A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.